Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose was 520 mg/dl when she reached the hospital. She was treated with saline solution. The pod was worn for less than a day, and was discarded.